Event description:
Rn was starting an IV for a patient in family birth center triage. As she advanced the IV catheter, she heard a "pop" and the plastic angiocath "stuck" into the patient but the metal tip of the IV insertion device was still attached to the plastic sheath. The nurse retracted the needle and pulled out the angiocath. She reported that the plastic sheath was "stuck" and difficult to remove. This was with an 18-gauge bd insyte autoguard. Rn was able to use another device successfully with no harm to the patient. Manufacturer response for catheter,intravascular,therapeutic,short-term less than 30 days, bd insyte autoguard (per site reporter). Awaiting manufacturer response. The device will be returned for failure analysis.